Event description:
Philips received a complaint on the v60 ventilator indicating that the user interface ui) was no longer functioning. A field service engineer (fse) determined that the ui to power management (pm) printed circuit board assembly (pcba) ribbon cable was not working properly. The fse replaced the ui to pm pcba cable and the device began to function properly. The device then passed required testing and performance verification before being returned to the customer for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.